Event description:
The doctor claims that the graft was implanted as a femoral-popliteal graft and leaked an unknown quantity of blood for approximately 1/2 to 1 minute whereupon it became blood-tight on its own. The graft was left in. The pt's condition is fine.